Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm100 defibrillator indicating that the device cannot discharge. Available details indicated that the device cannot discharge because of user error. The rse found no fault with the device and guided the customer on the relevant operations of the device. The device was returned to full functionality and there are no further maintenance plans for the time being. Based on the information available and the testing conducted, the cause of the reported problem was determined to be user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a user manual. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator cannot discharge. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.